Event description:
Home pt (hp) reported feeling full, as if she were overfilled, while using the homechoice cycler for apd therapy. Hp reported the homechoice cycler advanced from the initial drain phase of therapy into the first fill without draining the last fill volume of 1500ml. During the first fill, the hp felt full and discontinued therapy using the homechoice cycler, according to the hp she performed a manual exchange, however, is unable to provide details regarding the volume of fluid drained. Hp states there was no pt injury or medical intervention.